Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 50 mg/dl range. The customer corrected the bg and it has returned to "normal". The customer believed that the low bg level was due to the settings in the pump and not due to a problem with the pump.